Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening extended on radius and underweight. A visual and microscopic analysis was performed which identified opening crease sharp on radius and posterior, stress marks and creases fold. Based on the device analysis the final assessment is: an opening crease sharp on posterior and radius assessed as fold flaw opening.

Event description:
Healthcare professional reported left side textured implants, capsular contracture baker grade IV, and rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture, capsular contracture.

Event description:
Healthcare professional reported left side textured implants, capsular contracture baker grade IV, and rupture. The device has been explanted.